Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for a replacement connector. Although the customer cancelled service, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the connector between the defib is damaged. There was no patient involvement.